Event description:
New information received noted that the right atrial lead was explanted. Patient was in stable condition pre, during, and post procedure.

Manufacturer narrative:
Correction - b1, b2, h1, and h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Chest x-ray revealed that the right atrial (ra) lead had become dislodged, and was resulting in high capture thresholds and p-wave amp variation. Physician decided to only perform a programming change. The patient was in stable condition pre, during, and post interrogation.